Event description:
My father was in the hospital for an angiographic procedure when the rotablade was stuck in his artery. The md informed us he would send the blade to the FDA for inspection as to why it was stuck. This resulted to my father suffering for two weeks until his death. Any info you can send me or help me with would be greatly appreciated. I can send dates, hospital info and md info if you request. Thank you. I cannot find the brand name of the rotablader in my father's papers.